Manufacturer narrative:
The pump seated and alarmed no delivery at the beginning of the displacement test due to moisture damage at the force sensor resistor and motor assembly. Unable to perform the functional testing. No blank display or battery out limit alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with corrosion traces at the electronic assembly. All operating currents are within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window, a cracked reservoir tube window, a cracked case at the reservoir tube window corner and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump was exposed to moisture and the device was cracked. The customer's blood glucose level was 109 mg/dl. The customer stated the device dried and then had an unresponsive button. The customer had received a battery out limit alarm and an unexpected restart alarm. The customer was unable to troubleshoot due to a blank display and a constant tone. The customer declined to troubleshoot. The customer's device was replaced and will be returned for analysis.